Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 (B)(6) (con): information was received from a friend/family member regarding a patient who was implanted with an im plantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the patient has been in the hospital for a week due to an infection. Caller stated patient came in last wednesday (B)(6) 2025 very sick and had two forms of bacteria in their blood. Caller stated that the patient was shaking uncontrollably and had a 103 fever. Caller said they have identified one bacteria and were still trying to figure out where the other bacteria was coming from. Caller mentioned the infectious disease doctor was thinking it was the device. Caller also stated since patient was implanted about 2 months ago, the implant has always been tender to the patient when they touch it. Caller inquired if the device could be removed. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the issue had been resolved, and device removal/replacement was not planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.